Event description:
When activating the instant hot pack, it exploded and contents leaked out of the top of the bag. This happened to 3 different bags, by 3 different nurses. This is not user error. Something is wrong with the pack. Pack is usually activated by squeezing two sides together in the middle.